Manufacturer narrative:
Internal complaint reference: (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The index handle does not tighten the table clamp. The clamp adjustment pins are out of alignment. The reported failures were confirmed and the root cause has been determined to be a stress problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a degradation of the pin material or the loctite that secures the pins over time. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider limb was not activating and moving properly, the handle seems to be loose. No case reported; therefore, there was no patient involvement.